Event description:
(B)(6) certified medical assistant from the md office, reported that the patient needs a new pump for hizentra and that the patient's pump broke. The patient did not miss any infusion or doses and was able to complete the infusion with no issues. There were no adverse drug events reported. It is unknown if the defective device is available for return. Device serial number is unknown. No further information was provided. Indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to (B)(6) by: health professional.